Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes shields were loose. This occurred on 61 occasions after use. The following information was provided by the initial reporter: after centrifuge, the shield was loose. Customer suspects it was loose from the beginning.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for loose shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and loose shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes shields were loose. This occurred on 61 occasions after use. The following information was provided by the initial reporter: after centrifuge, the shield was loose. Customer suspects it was loose from the beginning.